Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 1/29/2015 and confirmed the reported event of inaccurate readings.

Event description:
.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR it was noticed that this MDR 3004753838-2015-11096 which was originally believed to have failed, did in fact pass the esg submission gateway. When it was thought that it had failed the case ((B)(4)) was re-submitted under 3004753838-2015-11325 and that initial MDR captures all available information including data download analysis. This supplemental MDR is to inform that 3004753838-2015-11096 can be disregarded. Please see 30047538382015-11325 for all relevant information.